Manufacturer narrative:
Information was received via published literature. (B)(4). Other device used: catalog #unknown, unknown coonrad/morrey ulnar assembly, lot #unknown. Operative notes and relevant medical history and adherence to rehabilitation protocol are unknown. No devices or photos were received; therefore the condition of the components is unknown. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. The part and lot numbers of the product are unknown; therefore the device history records could not be reviewed. It could not be confirmed if the devices are an approved and compatible combination. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc

Event description:
It is reported that post-operatively 2 patients experienced mild pain and nerve palsy, infection, ulnar component protrusion, olecranon fracture, aseptic loosening and a revision due to a bushing.